Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation. The ventilator inoperative did not occur during operational check, however, occurrence of the alarm was confirmed in the alarm log. The event log was reviewed at the time of the occurrence and revealed that writing of the event log had not been processed properly. Since the vent inoperative was not duplicated and writing of the event log had not been processed properly, it is assumed that a failure occurred in the data processing inside the unit at the time of occurrence. In order to improve reliability of the internal data processing, the software version was upgraded to the latest 3.6.1 to address the issue.